Manufacturer narrative:
Device evaluation indicated that the complaint was confirmed. The device communication could not be established even after three charge attempts. It was found that the stim module in the slave application specific integrated circuit (asic) failed to initialize. The failure generated a firmware asicstimmoduleuninitialized fault. The failure then caused a commanded reset by the application code in response to the fault. The ipg continually reboots since it repeatedly detects the error from the slave asic every time it is checked. The source of the slave asic damage is unknown.

Event description:
A report was received that the patient's ipg failed to communicate to a remote control. Device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well post operatively.

Manufacturer narrative:
.

Event description:
A report was received that the patient's ipg failed to communicate to a remote control. Device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well post operatively.